Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a smart remote manager latch stuck and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager latch failed. The field service engineer inspected the latch component and found loose screws preventing proper engagement with the hasp. The screws were tightened, and the device was rebooted. The customer successfully recovered the smart remote manager (srm) and tested it multiple times to confirm stable operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a smart remote manager latch stuck and required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.